Event description:
The complainant reported an inaccurate delivery. It was reported that the pump delivered 400 - 500 ml of water rather than the intended 800 ml.

Manufacturer narrative:
The device reported is an abbott product that is marketed internationally which is the same or similar to a device that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.